Event description:
D: 26-aug-2023 02:46:28 *rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 days. Caller indicated he was contacted by clinic regarding a patient with an rv lead integrity alert. Caller provided patient's device serial number. R: reviewed transmission and confirmed rv lia. Noted no oversensing on current egm nor rv lead impedance variability. Noted all short v-v intervals have occurred since (B)(6) 2023. Noted all vt-ns episodes and hr-ns episodes since that time show nonphysiologic oversensing; however, confirmed that stored episodes are not set to store nearfield egm vector. Noted rv pacing and sensing polarity are set to bipolar. Discussed that rvtip to rvcoil polarities may offer a programmable workaround until the rv lead integrity issue can be addressed. Emailed caller that this biotronik lead is a true bipolar lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5147565.